Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Multiple attempts to communicate with this device were unsuccessful. The device memory contained multiple errors and resets a battery error was also recorded, however the battery life was 96 percent remaining before reaching elective replacement indicator (eri). The case of the device was opened, and it was found that the battery was at 9.22 volts. The battery was removed, and an external power supply was attached. The rf crystal was tested and operated as expected and the x-ray inspection of the rf crystal did not reveal any irregularities. The repeated resets caused an increase in battery drain temporarily decreasing the battery voltage. The behavior of the device pointed to a possible issue with the radio frequency (rf) hardware startup and, as such, the rf wake up periods were tested and found to be too short. This behavior is consistent with an issue with the oscillating crystal within the radiofrequency (rf) circuit. Root cause of this disruption has not been determined.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported the patient contacted patient services since the remote home monitor was not able to establish telemetry with the subcutaneous implantable cardioverter defibrillator (s-ICD) even after troubleshooting. Patient services advised to have the patient come into the office to interrogate the device. The patient was brought into the office an after attempting to interrogate the s-ICD with two different programmers and two different wands, the field representative noted they were unable to establish telemetry with the device. A magnet was placed over the device and tones wee heard as expected. A magnet reset was performed and telemetry was still unable to be established with either programmer. A third attempt to interrogate the s-ICD was unsuccessful and a third magnet reset was performed with no change in results. Due to this, boston scientific technical services (ts) recommended explant of the device. Subsequently a revision procedure was performed where the s-ICD was explanted and replaced. No additional adverse patient effects were reported.